Event description:
A malfunction was reported where the customer was unable to turn the pump on after switching it off. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the pump.